Event description:
A customer reported experiencing blurry vision & photophobia, left eye, associated with daily wear use of o2optix contact lenses. The treating eye care professional reported diagnosis as bacterial corneal ulcer, located centrally. The patient presented 2 days after onset of foreign body sensation, severe pain, mucopurulent discharge & was diagnosed with centrally located bacterial corneal ulcer. Anterior chamber reaction noted. Treatment consisted of zymar. No improvement at 1 day follow up. Fortified antibiotics prescribed with daily follow up visits for 2 weeks, then visits tapered off. Event resolved with visual acuity reported as 20/30, scar remaining. Pre-event acuity unk. Lens care & compliance information unk. Several requests have been made for additional information, however no further information has been provided.

Manufacturer narrative:
The report was reviewed by the ciba vision medical monitor with the following conclusion: "this case is considered as a possible infectious corneal ulcer." The patient presented to ecp 2 days after onset of foreign body sensation, severe pain & mucopurulent discharge. The warnings section of the package insert states the eye care professional should advise patients that "eye problems, including corneal ulcers, can develop rapidly and lead to loss of vision. Instructs pts at the dispensing visit and subsequent visits to immediately remove their lenses & promptly contact their eye care practitioner if they should experience eye discomfort, foreign body sensation, excessive tearing, vision changes, redness of the eye or other problems with their eyes." As there was no product returned or lot number provided, no detailed investigatoin can be performed.